Manufacturer narrative:
Device was received with all buttons responding properly. No motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms. The motor arm cannot communicate with the main arm alarms were not found in the downloaded history file. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. Device was also received with the belt clip rails broken.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had the motor arm cannot communicate with the main arm error and no motor movement or negligible movement. Retries to free a stuck motor failed error. Customer reports they were unable to clear the alarm. The customer¿s blood glucose was unknown at the time of incident. Customer states the button responds. The insulin pump will be return for analysis.